Event description:
The customer reported that their system was leaking cidex opa from the tank. The customer stated that there were no physical complaints reported. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. The fse found high disinfectant reservoir levels so he reduced the reservoir level, and ran a wash and disinfect cycle. He found fluid between the disinfectant pump and disinfectant valve (v2), so he replaced the disinfectant valve. The fse ran a successful wash/disinfect cycle without change in disinfectant level.